Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and power loss alarm. The adapt tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage to electronic assemblies. Unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.